Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the 6949 lead is in process; the results will be forwarded when available. Analysis summary - (B)(4) no anomalies found.(B)(4) no anomalies found, outer insulation cosmetic esc and breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, all insulators torn, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Analysis summary - (B)(4) no anomalies found.

Event description:
It was noted the patient died approximately 7 months after device implant. Follow up revealed patient had been cardioverted the day prior to death for atrial fibrillation and felt much better after converting to sinus rhythm. The next day, patient arrested, was found to be in asystole, and resusitation attempts were unsuccessful. Interrogation of the ICD revealed no ventricular events or arrhythmias and no therapies delivered. Death certificate lists cause of death as cv arrest. Patient was not pacer dependent. Last full device check in the office was approximately nine weeks prior to death and showed normal device function with patient in atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic esc and breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors stretched, all insulators torn, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, distal conductor distorted and fracture (overstress), outer insulation cosmetic depression, lead stretched, apparent explant damage. Proximal segment returned and analyzed.

Event description:
Asku

Event description:
It was noted the patient died approximately 7 months after device implant. The cause of death has been requested and not received.